Event description:
The needle driver stopped working. It had 8 used left... This is a reposable instrument.manufacturer response for robotic needle driver, (brand not provided) (per site reporter).======================took description of problem and issued rga#.